Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus did not work. The stylus was found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer stylus pen was not working consistently. The stylus was replaced and recalibrated with no success. The programmer was returned for repair. No patient complications have been reported as a result of this event.